Manufacturer narrative:
D2b.

Event description:
It was reported that an occlusion alarm occurred. System check was performed and no issues were identified. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.